Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. No product information has been provided to date.

Event description:
It was reported that the pump alarmed no disposable clamp tubing. Reseating cassette did not resolve the reported issue. The patient switched to a new cassette and backup pump, which resolved the issue. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned to manufacturing for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported issue cannot be determined as no sample was returned in which to perform any visual or functional evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No valid lot number was provided therefore, a device history record review could not be performed., corrected data: d1: correction: brand name: (B)(6).